Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at end of life (eol) and there were difficulties interrogating the device. Additionally, it was noted that the patient received shock therapy however, it was unsure if it was appropriate or inappropriate therapy. The field representative wanted to know if we can pull device data since the device has already been explanted. Technical services (ts) noted that the device does not store events at eol therefore we will not have those diagnostics. Ts suspects it was inappropriate therapy from the ventricular fibrillation (vf) zone once it hits eol. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at end of life (eol) and there were difficulties interrogating the device. Additionally, it was noted that the patient received shock therapy however, it was unsure if it was appropriate or inappropriate therapy. The field representative wanted to know if we can pull device data since the device has already been explanted. Technical services (ts) noted that the device does not store events at eol therefore we will not have those diagnostics. Ts suspects it was inappropriate therapy from the ventricular fibrillation (vf) zone once it hits eol. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to correct field h6 impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at end of life (eol) and there were difficulties interrogating the device. Additionally, it was noted that the patient received shock therapy however, it was unsure if it was appropriate or inappropriate therapy. The field representative wanted to know if we can pull device data since the device has already been explanted. Technical services (ts) noted that the device does not store events at eol therefore we will not have those diagnostics. Ts suspects it was inappropriate therapy from the ventricular fibrillation (vf) zone once it hits eol. The device is expected to be returned. No additional adverse patient effects were reported.